Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer spoke with customer service and stated that the back upholstery keeps ripping. She stated when he gets out of the chair his elbow is digging into the back upholstery.